Event description:
The pt is reportedly experiencing sound quality issues. Programming adjustments were attempted, however, this did not resolve the problem. The pt was explanted and re-implanted with another advanced bionics device.